Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged. The ra lead fell into ventricle. The ra lead was successfully repositioned. To date, no adverse patient effects were reported. This ra lead was successfully repositioned and will not be returned. Boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of quality documents confirmed a regular device manufacturing.